Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported mechanical issues that resulted in the failure to deploy. Based on the reported information, the reported deployment issues may be the result of anatomical challenges. It may be possible that the distal sheath of the delivery system was entrapped or bent in the anatomy possibly due to the moderately calcified, moderately tortuous, 99% stenosed proximal superficial femoral artery (sfa) such that the ratchet was unable to properly engage the stent resulting in difficulty advancing the thumbslide and deployment difficulty; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 99% stenosed lesion in the proximal superficial femoral artery (sfa) to the proximal popliteal artery. The vessel was prepared per the IFU and dilatated with a 6.0 balloon to nominal pressure for 2 minutes, under intravascular ultrasound (ivus). A 5.5x120cm supera self-expanding stent (ses), was advanced to the lesion. Deployment was initiated, but when approximately 75% of the stent was deployed, the thumb slide stopped advancing. Deployment was stopped and the stent and stent delivery system were removed from the patient anatomy without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Another supera ses was implanted to successfully complete the procedure. No additional information was provided.